Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor introduced an er320 to clip the duct before transecting. Once introduced onto the duct, the jaws of the device would close, but the clips would not approximate/close. They would deploy out the end of the device fully open. Case completed with another device of the same product code. There were no patient consequences reported.